Manufacturer narrative:
This complaint was involved with three devices. Device 1 is being reported under MDR-2247858-2024-00176, device 2 is being reported under MDR-2247858-2024-00177, and device 3 is being reported under . Bolton medical, inc. (D/b/a terumo aortic), herein known as the "company", is submitting this report pursuant to 21 cfr part 803, has made reasonable efforts to obtain complete information, and has provided as much as is available to the company as of the submission date of this report. This report is based on information obtained by the company, which may not have been able to fully investigate or verify prior to the date the report was required by the regulations. Any required fields that are unpopulated are blank because the information is currently unknown, unavailable, or not applicable. This report does not constitute an admission or a conclusion by anyone that the device caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the certain regulations, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
"A male subject was treated for an aortic aneurysm with a treo main device (28-b2-30-080s) and two iliac devices (28-l2-13-080s and 28-l2-17080s) for elective surgery on (B)(6) 2023. Additional unplanned non-terumo aortic devices were used as part of the procedure as detailed below. Device type: planned/ unplanned: location: manufacturer: balloon unplanned infrarenal altas gold the procedure was performed by using percutaneous access via right common femoral and left common femoral vessels. There was no artery coverage . At the end of the procedure an endoleak type ii was noted at the proximal landing zone. The endoleak was corrected by the end of procedure using a balloon angioplasty . No adverse events occurred during the procedure. No device deficiencies were reported during the procedure visit . The following device parameters were assessed; was the device introduction into entry site acceptable- yes was the advancement of device to the lesion site acceptable- yes was the device fluoroscopic visualisation acceptable - yes was the stent-graft deployment from delivery system acceptable - yes was the accuracy of the device system deployment system acceptable- yes was the stent-graft patent - yes was device integrity maintained (no tears, fractures , etc.) - yes did the stent graft deploy without kinking or twisting - yes was an extension used - no post op imaging is to be confirmed. Separately an endoleak type ii intraoperative on (B)(6) 2023 has been reported as related to the procedure and undetermined whether related to the device. The patient was discharged on (B)(6) 2023 (3 days post procedure) the patient returned to pre-operation living location." Patient outcome: "the ae outcome for the interoperative endoleak type ii is ongoing a balloon angioplasty was used to resolve the endoleak. Event reported as undetermined whether related to the device or the procedure."

Manufacturer narrative:
"This complaint was involved with three devices. Device 1 is being reported under MDR-2247858-2024-00176, device 2 is being reported under MDR-2247858-2024-00177, and device 3 is being reported under MDR-2247858-2024-00178. Bolton medical, inc. (D/b/a terumo aortic), herein known as the "company", is submitting this report pursuant to 21 cfr part 803, has made reasonable efforts to obtain complete information, and has provided as much as is available to the company as of the submission date of this report. This report is based on information obtained by the company, which may not have been able to fully investigate or verify prior to the date the report was required by the regulations. Any required fields that are unpopulated are blank because the information is currently unknown, unavailable, or not applicable. This report does not constitute an admission or a conclusion by anyone that the device caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the certain regulations, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act."

Event description:
"A male subject was treated for an aortic aneurysm with a treo main device (28-b2-30-080s) and two iliac devices (28-l2-13-080s and 28-l2-17080s) for elective surgery on (B)(6) 2023. Additional unplanned non-terumo aortic devices were used as part of the procedure as detailed below. Device type: balloon. Planned/ unplanned: unplanned. Location: infrarenal manufacturer: altas gold. The procedure was performed by using percutaneous access via right common femoral and left common femoral vessels. There was no artery coverage . At the end of the procedure an endoleak type ii was noted at the proximal landing zone. The endoleak was corrected by the end of procedure using a balloon angioplasty . No adverse events occurred during the procedure. No device deficiencies were reported during the procedure visit . The following device parameters were assessed; was the device introduction into entry site acceptable- yes. Was the advancement of device to the lesion site acceptable- yes. Was the device fluoroscopic visualisation acceptable - yes. Was the stent-graft deployment from delivery system acceptable - yes. Was the accuracy of the device system deployment system acceptable- yes. Was the stent-graft patent - yes. Was device integrity maintained (no tears, fractures , etc.) - yes. Did the stent graft deploy without kinking or twisting - yes. Was an extension used - no. Post op imaging is to be confirmed. Separately an endoleak type ii intraoperative on (B)(6) 2023 has been reported as related to the procedure and undetermined whether related to the device. The patient was discharged on (B)(6) 2023 (3 days post procedure) the patient returned to pre-operation living location." Patient outcome: "the ae outcome for the interoperative endoleak type ii is ongoing a balloon angioplasty was used to resolve the endoleak. Event reported as undetermined whether related to the device or the procedure."